Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient's pain pump was not working and they were having errors on it.